Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
Healthcare professional reported an air in line alarm and the pump was not working. Medication being infused is unknown. No patient injury reported.